Manufacturer narrative:
This report is related to previously reported complaint of lead externalization, MFR number (B)(4).

Event description:
It was reported that an asymptomatic patient presented to a normal device upgrade. A fluoroscopy revealed that the right ventricular lead had become externalized. However, the sensing, capture, and impedance measurements were within range. Physician chose to keep the lead implanted with the new generator. Patient was stable after the event.